Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test and a compromised force sensor system alarm during basic occlusion test due to a loose/protruded drive support disk.intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. The following physical damage was noted: minor scratched lcd window, broken belt clip slot, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump was stuck in the rewind complete/bolus delivery loop. The patient's blood glucose at the time of incident was 170 mg/dl. The issue was unable to be resolved during troubleshooting. The insulin pump was returned for analysis.